Event description:
It was reported that the pump had a primary audible alarm. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. Service history was reviewed, and no repair records were found. Review of event log found primary audible alarm background test and acu watchdog failure. Visual inspection showed the device was in good condition. Complaint was confirmed by powering up the pump and checking the alarm history. The main cause of the complaint was determined to be a faulty speaker. The speaker was replaced, and the device passed all the testing.